Event description:
The customer contacted baxter's service center for troubleshooting assistance a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The home patient (hp) stated that they had the check heater line before calling global technical services and changed the cassette only. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the hp reused the same bags. The rn stated they would retrain the hp. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed: the patient reused the supplies. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.